Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the pump and transmitter were not within range while the customer was swimming. Customer moved the transmitter and pump within range and without obstruction, however the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.